Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the relion® insulin syringe. This complaint was created to capture the 15th of 15 related incidents. The following information was provided by the initial reporter: "relion consumer reported, needle hub separated when shield was removed".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There were two (2) notifications noted for cracked hubs.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe. This complaint was created to capture the 15th of 15 related incidents. The following information was provided by the initial reporter: "relion consumer reported, needle hub separated when shield was removed."